Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy test and had over delivered several times. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The reason for return is not related to a past service. Physical condition of the device has peeling downstream occlusion (dso) seal. The reported problem of failed accuracy test was not duplicated with accuracy testing. No actions taken to correct the issue. The device passed all functional tests.